Event description:
Catheter sheared off in disc. Sales rep stated the catheter was advanced, then when customer tried to pull it back it sheered off. Sales rep mentioned he thought there might have been a kink in it. Sales rep indicated that the patient was female; the surgeon used two catheters; the first one was introduced into the left side of the disc and removed; the second catheter was introduced from the other side and with the introducer still in place, the surgeon began moving the catheter around within the disc. Upon removal of both the introducer and catheter together from the patient, it was noted that the tip of the catheter had broken off and remained in the disc. The surgeon elected not to retrieve the broken piece and no future surgery is planned. Sales rep. Indicated that the patient is doing fine. Dml 11/12/2004.

Manufacturer narrative:
No product is being returned for evaluation therefore, no determination could be made for the reported device failure.